Event description:
It was reported that during pre-use check the internal leakage test and gas supply test was failing. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported gas supply sub-test and internal leakage sub-test failures during the performed pre-use checks were, according to information from our service engineer, caused by the monitoring and the control printed circuit(pc) boards. No pc boards or log files were received, despite our several reminders/requests being sent. The root cause as to why the monitoring and control printed circuit boards had failed has not been determined as a result of the lack of information provided for the investigation.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplement medwatch will be submitted when the investigation is completed.